Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of minimal bleeding, swelling, dusky, mottled, haematoma, bruising and vessel occlusion are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling for the reported events of edema, blood loss, hematoma, skin discoloration and impaired vascular system (circulation): contra-indications ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolisation, occlusion of the vessels, ischaemia or infarction. Precautions for use ¿ patients on anti-coagulation medication or using substances that can prolong bleeding (warfarin, acetylsalicylic acid, nonsteroidal anti-inflammatory drugs, or other substances known to increase coagulation time such as herbal supplements with garlic or ginkgo biloba, etc.) Must be warned of the potential increased risks of bleeding and haematomas during injection. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paraesthesia, occurring after the injection. These reactions may last for a week. ¿ haematomas. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischaemia or cerebral haemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm ultra xc in the lips. Prior to injection, the patient was cleansed with chlorhexidine and alcohol wipes. Patient was also given a 2% lidocaine local anesthetic to the upper and lower lip. Patient had minimal bleeding. After injection, the patient was assessed and the right upper wet lip began to slightly bleed and swell. Firm pressure was immediately applied to the area and the upper lip area began to appear dusky and mottled. Upon release of the pressure, the color did not return to the tissue and lip remained numb. Additional pressure was applied and a haematoma was noted. A vessel occlusion was suspected since the capillary refill was not returning while the color remained dusky and mottled looking. Patient was then treated with hyalase and heat compress with gentle massage. After 30 minutes, the patient noted numbness had resolved with the lip tissue and color improved. Patient contacted a few hours after being discarded and noted feeling much better with a pink color and capillary refill present. Patient has made a full recovery.

Event description:
Patient had been concomitantly injected with botox but it was not considered to be related to the adverse event.